Event description:
Customer reported that he was in a car accident due to low blood glucose. Customer stated that he was hospitalized and his blood glucose was 25 mg/dl. Customer stated that he had problems with his sensors they were giving incorrect readings and weak signal. Nothing further was reported.

Manufacturer narrative:
Inspected one opened and used sensor. Performed bicarbonate buffer test. Sensor passed per specification with accurate readings.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be return for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.